Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. The customer stated they did not received a low battery alert prior to the replace battery alarm. Customer stated that battery cap was not loosened, cracked or damaged. Customer stated that insulin pump had hardware low level failure alarm after self test. Customer again performed self test and no alarm was occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.